Manufacturer narrative:
A final report will be submitted upon completion of the investigation. An eval summary will be included with the final report.

Event description:
An 8f angio-seal vip was deployed in a left femoral arteriotomy. A pre-insertion angiogram was performed. The device did not deploy properly, and manual compression was applied for 20 minutes. A moderate hematoma developed. An ultrasound showed a pseudoaneurysm in the left common femoral artery. Fibrin was injected into the pseudoaneurysm, and it was fully resolved. The pt is now stable and has been discharged. The pt was taking prescribed clopidogrel (300 mg) and heparin (5000 units).